Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-02062, 2134265-2017-02063, 2134265-2017-02064. It was reported that an error message displayed during aspiration. An angiojet® ultra system console was selected for a thrombectomy procedure. One avx® thrombectomy set and two angiojet® solent¿ proxi catheters were used with the console. Each catheter successfully primed. However, after a few minutes of aspiration, the system stopped and a check saline supply message displayed. The procedure was completed with a different device. There were no patient complications and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned in fair condition with no physical damages observed. The barcode assembly was installed into ultra system and the user interface display showed error during the testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2017-02062, 2134265-2017-02063, 2134265-2017-02064. It was reported that an error message displayed during aspiration. An angiojet ultra system console was selected for a thrombectomy procedure. One avx thrombectomy set and two angiojet solent proxi catheters were used with the console. Each catheter successfully primed. However, after a few minutes of aspiration, the system stopped and a check saline supply message displayed. The procedure was completed with a different device. There were no patient complications and the patient was fine.